Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range, high pacing threshold and loss of capture due to lead fracture which was confirmed on x-ray. This ra lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.